Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image analysis: one still image of a resolute integrity shelf carton was provided for review. Size and lot number on shelf carton match reported size and lot number reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a resolute integrity coronary drug eluting stent failed to cross the lesion during a procedure. It was also reported that even after stenting the lesion, the resolute integrity stent failed to cross, and the connection between the tip and the shaft was distorted. The device was inspected with no issues noted. Negative prep was not performed. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. The stent was never implanted, and another stent was used and successfully passed the lesion. The patient is alive with no injury.